Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, the device (including port, luer hub) was not irrigating. There was no error noted. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, the device (including port, luer hub) was not irrigating. There was no error noted. A second device was used to complete the operation. There was no adverse event reported on patient. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, pump and pressure gage test of the returned device were performed in accordance with j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test. There was no flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. Finally, the tip was dissected, and it was found that the irrigation tube was folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31146579m and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).